Manufacturer narrative:
Available information indicates the device remains implanted and in service. This report will be updated when additional information is received. Patient code 3191 captures the reportable event of surgery. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected and device replacement was recommended for within 28 days. The device remains implanted and in service. No adverse patient effects were reported. The local field representative contacted the distributor and confirmed this device was later explanted and replaced. No additional adverse patient effects were reported. The explanted device was not returned to boston scientific from the distributor.

Manufacturer narrative:
Available information indicates the device remains implanted and in service. This report will be updated when additional information is received.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected and device replacement was recommended for within 28 days. The device remains implanted and in service. No adverse patient effects were reported.